Event description:
It was reported that the patient was experiencing leaking of urine, frequency and the patient had to be hospitalized starting on (B)(6) 2013 for 5 days due to a uti (urinary tract infection). The patient received antibiotics and was discharged but now was at a rehab facility. The patient had not been seen by urologist since (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
It was also reported that the patient was admitted to the hospital for uti and has since been cleared of uti. The patient had dementia and was uncertain how long he had had implant. Patient had been having accidents and was not sure even if stim was on. Patient was going to the doctor.

Manufacturer narrative:
Product ID: 3889-28, lot# v304388, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).